Manufacturer narrative:
Findings: pump was received with normal operating currents and no unexpected off/no power or low battery alarm noted. Unit passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Unit had button error alarm due to flattened all the buttons dome switch. Drive support disk was inspected and no anomaly was noted. Unit had minor scratched lcd window, cracked display window corner and cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 160 mg/dl. Customer got out of the hospital on (B)(6) 2014 and was back in on (B)(6) 2014 due to a bent cannula. Customer had symptoms such as vomiting, frequent urination, and shortness of breath. Customer has been on injections since (B)(6)2014. Customer was hospitalized for her high blood glucose levels on (B)(6) 2014 and (B)(6)2014 for the first visit and from (B)(6) to (B)(6) for her second visit. Customer's blood glucose level at the time of hospitalization was over 600 mg/dl during the first visit and 559 mg/dl on the second visit. Customer had diabetic ketoacidosis on both visits. Customer was wearing the pump at the time of hospitalization. Customer was treated with IV drip and fluids. Customer stated that the drive support cap was flushed. Settings were reviewed and pump was programmed correctly. Insulin pump will need to be replaced. No additional information provided.